Manufacturer narrative:
Device history record summary: "review of DHR for work order 2648937 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and product was released in conformance with the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order 2648937 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling: gel implants may rupture, and saline or gel/saline implant may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis. Damage by surgical instruments. Other trauma during surgery, such as improper handling or manipulation.

Event description:
Physician reported right side device removal and replacement due to "discomfort," "double encapsulation," and rupture. The reported event of discomfort is not related to the device as it is a secondary to the reported events. This medwatch represents the right side. See MFR# 9617229-2017-00008 for the left side.